Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 59 mg/dl. Customer stated that her insulin pump isn't working. Customer reported that in the middle of the night she received low blood glucose and sensor suspended. Customer reported that she treated with juice and this morning when waking her blood glucose was 236 mg/dl. Customer reported that she had a bowl of cereal and went to the gym for an hour. Customer reported that now her sensor glucose is reading 400 mg/dl and blood glucose is 346 mg/dl. Customer reported that she isn't complaining about the sensor but more so about why her blood glucose is high. Found that customer didn't treat fully for high blood glucose this morning. First blood glucose was 236 mg/dl and pump went into suspend to customer wasn't getting insulin which resulted in 236 mg/dl. Customer reported that she then ate breakfast and only gave a little insulin which was less than recommended due to planning to go to the gym. After the gym customer blood glucose was 346 mg/dl. Customer hasn't treated for it yet. The customer experienced symptoms such as thirsty. The pump will not be returned for analysis. .